Event description:
It was reported that a spectrum pump sn (B)(4) was alarming for an upstream occlusion when no occlusion was present. The specific care unit is unknown. There was no patient incident reported. This was brought to the facilities biomedical department on (B)(4) 2013. The customer confirmed the alarm during testing at a rate of 600 ml/hr.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation found the lower reading on the ultrasonic sensor to be 549 with a fluid filled tube when it should be greater than 2700. This was caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion alarms. The ultrasonic sensor assembly was replaced.